Event description:
Ous MDR - after an implantation time of about 10 months, it was reported that during a routine f/u, the ICD showed eos battery status.

Manufacturer narrative:
Ous MDR - the device had been implanted for 10 months. After the device was received, the ICD first underwent an electrical incoming goods control. This confirmed the clinical complaint, the ICD showed the device status eos. As part of the electrical analysis, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and met the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was applied, and the device detected the fibrillation signal as expected. Following the detection, a charge process commenced, which was aborted, indicating a depleted battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was found. The current uptake of the electronic module was examined and proved to be unremarkable. The electronic module was connected to an external power supply and underwent an electrical function check. The electronics proved to be fully functional. The current uptake continued to be normal. The battery was then returned to the MFR for a destructive analysis. The x-ray examination showed nothing abnormal. The battery was opened. During the destructive examination, a reduced transition resistance was identified, which had contributed to the premature battery depletion. In summary, the clinical observation was caused by premature battery depletion. This is not a systematic device behavior.